Event description:
The pt was found by his son to be incoherent. Son took the pt's blood glucose on suspect device and it was 78 mg/dl. He called the paramedics and they arrived about 45 mins later and tested his blood glucose on their device and it was 40 mg/dl. He was given glucose and taken to the hosp.